Event description:
Consumer claims to have been pierced with the inverness ear piercing system. The date of the piercing is unknown. On 2/12/99 the consumer sought medical treatment for embedment of the earring at the ear piercing site. The earring was removed and antibiotics prescribed.